Event description:
Patient reported that their ipg was hit at 45 mph on (B)(6) 2014. Pt. Reported having problems with their ipg since that date and "finally it snapped as I call it on (B)(6) 2021". The ipg was explanted and replaced on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).